Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture, hip and joint pain and exchange from textured to smooth breast implants due to the patient¿s concern of the device. Healthcare professional has confirmed rupture. Device remains implanted.